Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that apparent high impedance on both the right ventricular lead and right atrial lead was noted when the patient was on a flight. Electromagnetic interference was suspected as the cause of the high impedance and the impedance measurements were suspected to be false. It was also noted that cardiac compass had invalid data. The patient's implantable pulse generator system remains in use and no patient complications have been reported as a result of this event.